Event description:
It was reported that this pacemaker displayed a code 1003, indicative that the voltage was too low for projected remaining capacity and had the radio frequency (rf) telemetry disabled. The device was subsequently replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned for analysis.